Event description:
A mayfield ultra base unit ((B)(4)) could not be locked. The pt was on the table and anesthetized when the problem was found. The craniotomy was delayed approx 15 minutes while another unit was setup and the surgery could proceed. The pt did not experience an injury as a result of this problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.